Event description:
Reportedly, the approximating lever was closed without excessive force-bowel tissues were normal thickness. The instrument fired normally. The transection was completed using the instrument as a guide. At this point, the instrument would not open. After inspecting under the lever, the surgeon identified a pin that seemed to be loose. After trying to manipulate this pin, the jaws still would not open. The surgeon then grasped the approximating with forceps and pulled it off. The pin is now missing. The staple line appeared intact so it was decided to complete the anastomosis with a ceea 28.